Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the device logs found one analysis on the event date of 3/15/2021 that resulted in a no shock advised prompt. The customer indicated that the patient was conscious during the analysis. The AED plus user guide states that the device is designed to function when a suspected cardiac arrest victim has apparent lack of circulation as indicated by unconsciousness, absence of normal breathing, and absence of a pulse or signs of circulation. The device is not designed to monitor conscious patients. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.